Event description:
It was reported that the catheter came out of the patient's spine about one month prior to report. The event was confirmed via some type of imaging that resembled an x-ray. There was no known accident or trauma that may have caused the dislodgement. Additionally, there was no known change in the patient's daily activities that may have been related to the event. The patient suspected an issue when she experienced a 'spinal headache' while cooking one day. At the time of implant, a healthcare provider had stated that the catheter shouldn't come out, since it was 'sutured in pretty good.' At the time of report, the catheter was still out, as the patient was having difficulty scheduling a time to meet her physician. It was also noted that, while the catheter was in place, the patient would experience numbness in her legs. Thus, the patient was looking to have a dose decrease after the catheter issue was addressed. The drug used in this system was baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the cause of the event was the patient fell and pump catheter/tubing became dislodged. The event was attributed to the catheter dislodgement/migration. The location was noted as ¿evaluation of the extension to be extending from the pump suggests tubing coiled around the device itself.¿ ¿pumpogram¿ on (B)(6) 2013 ¿suggested tubing coiled around device itself and not within the spinal canal.¿ explant of pump and catheter occurred, it was unknown if the device was to be returned to the manufacturer. The symptoms associated with the event were increased spasms. And ¿patient reported pump wasn¿t working right.¿ there was no hospitalization due to the event. Patient outcome was noted as non-serious injury/illness, recovered without sequelae.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s pump was removed.